Manufacturer narrative:
Katena (a corza medical company) reached out to the reporter and attempted to obtain the instrument for evaluation. On 29-apr-2025, the reporter informed corza customer service personnel that the broken item was either misplaced or discarded and that product return for evaluation will not be possible. No lot number was provided. There has been no report of discomfort or patient harm post procedure.

Event description:
One 01-apr-2025, a corza sales team member was informed by a health facility in (B)(6) that a rhein medical 08-14502 nagahara phaco chopper tip broke during a cataract procedure on (B)(6) 2025. The instrument's lot is unknown. The surgeon was initially unsure whether or not the broken piece remained in the patient's eye so a CT scan was performed which revealed that the broken piece remained in the patient's eye. The patient experienced no discomfort or inflammation. A second procedure was performed on (B)(6) 2025 to remove the foreign object from the patient's eye. The procedure was successful. The patient is recovering with no symptoms or discomfort. Corza medical opened a complaint file (B)(4) on 02-apr-2025 to investigate the incident. The broken instrument was requested for evaluation.